Manufacturer narrative:
This report is for an unknown 3.5 mm lcp distal humerus plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent an osteosynthesis surgery for the distal end of humerus fracture. During the surgery the locking screw couldn¿t be locked, so the surgeon the locking screw couldn¿t be attached to the plate. The surgeon commented that the plate might has been scraped because the surgeon performed drilling while the drill guide was not firmly fixed to the plate. The surgery was completed successfully within 30 minutes delay. Concomitant device reported: unk - screwdriver: (part# unknown; lot# unknown; quantity: unknown). Unk - drill (part# unknown; lot# unknown; quantity: unknown). Unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unknown 3.5 mm lcp distal humerus plate. This is report 2 of 2 for (B)(4).